Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the order was set for one hour, and since that time had passed, it was no longer showing in pyxis. A technical support specialist dialed into the server, ran a downtime query confirming carefusion communication engine (cce) messages were current, and navigated to the visit and orders section to check the provided order identification (ID). The timestamps indicated the order ended within one hour. The specialist explained this to the customer, who confirmed that a new order was placed and successfully crossed through to pyxis. The customer granted permission to close the case. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders not transferred to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.